Event description:
The customers family member tested blood glucose and received a result of 85mg/dl. Family member was incoherent so paramedics were called. 30 minutes later the paramedics tested and received a result of 32mg/dl. The customer was given medication to raise blood glucose level. Unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.